Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor. (B)(4).

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.